Event description:
On an unk date in 2006, the pt was implanted with a gore excluder aaa endoprosthesis. On (B)(6) 2013, the f/u computed tomography scan revealed the device moved 2cm distally from the renal artery causing a proximal type I endoleak. No add'l info is available about the device implanted or date of procedure. A reintervention has not been scheduled.

Manufacturer narrative:
Lot/serial number was requested but not available. A review of the mfg records for the device could not be conducted. Images will be provided for analysis.